Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 44 mg/dl. The customer was transported to the hospital via emergency medical technicians. The customer was treated with fluids and lantis basal. The customer was being discharged on the date of the report (B)(6) 2018. A week prior to this event the customer's healthcare provider had increased the pump basal setting and was alleged to be the cause of the low bg. Reportedly, the hcp re-adjusted the basal setting.